Event description:
While operating on a large patient with very hard bone (the level mis tlif using viper 2 and concorde bullet), the tip of the modified block inserter broke during decompression. The ends/tips a polyaxial driver and a viper2 t20 hexlobe driver shaft broke while to deepen the placement of an s1 screw. The mis cannulated x-tab screw was believed to have been compromised and was removed intra-operatively the last remaining driver. The broken instrument tips were retrieved but discarded into the sharps container. There procedure was extended by twenty minutes and there were no adverse consequences to the patient. The following medwatch reports are being filed for the devices that were involved in the event: mfg medwatch report nos. 1526439-2014-11433, 1526439-2014-11434, 1526439-2014-11435, 1526439-2014-11436.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The poly driver, 10mm was returned for evaluation. Visual inspection revealed that the distal tip had twisted in a manner that would suggest that a screw was being inserted when the fracture occurred. The device was then sent to the lab for fracture analysis. Scanning electron microscopy (sem) found evidence of minimal plastic deformation across the fractured surface suggesting a brittle fracture consistent with a static overload. Additionally, this analysis found no material defects or abnormalities. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the poly driver was conducted on the specific code from the complaint as any change in instrument geometry could change the forces placed on the tip. This analysis found no emerging trends. The root cause for the poly driver, 10mm tip breaking cannot be positively identified. However, fracture analysis suggests a brittle failure occurred due to a static overload. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.